Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, which resolved the issue without further recurrence of the malfunction code. The customer was informed to continue using the pump and advised to contact support again if any issues reoccurred.